Manufacturer narrative:
On august 25, 2021,the mentor failure analysis lab received the device for evaluation. On august 26, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 275cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 27, 2021, mentor became aware that side of capsular contracture was inadvertently omitted from the previous submissions. Patient experienced capsular contracture; baker grade iii on her left side. Reason for device explant and/or reoperation: left side capsular contracture; baker grade iii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 27, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 275cc mentor memorygel breast implant and experienced unknown side capsular contracture; baker grade iii postoperatively. As a result, the device was explanted, and replaced on (B)(6) 2021.